Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was unknown. Customer mentioned that he has been having low blood glucose issues that resulted in emergency medical services assistance and can troubleshoot the pump for function as to help with his concern. Customer declined to troubleshoot for low blood glucose and stated that the issue is with the setting and not with the pump. Customer was advised to monitor.